Event description:
A malfunction was reported on the pump, identified by a malfunction code and an available fault ID. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code reappears.